Event description:
Hamilton medical ag received the following event description: during the preoperational check, the tightness test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). At the time of completing this report, the serial number of the device is unknown. Consequently, field d4 remains incomplete. Investigation ongoing.